Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented in-clinic after experiencing an episode of syncope and fall. Abbott technical support was contacted and noted noise resulting in oversensing and pacing inhibition was the likely cause of the event. Technical support recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.